Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed ac adapter lemo connector was not connected correctly on to the ac adapter cable extension. The service technician removed ac adapter lemo connector from the ac adapter extension and found a burned pin4 of ac adapter lemo connector. Ac adapter was scrapped.

Event description:
The customer reported model palmtop ventilator revel had pigtail cable removed from the ventilator and the ac adapter. The customer reconnected pigtail and the unit will not charge.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.